Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist remotely reviewed the data which indicated that the customer's quality control (qc) were within ranges for levels 1, 2 and 3 on the day of the event. All other samples were running without flags. The initial result was flagged with "lo assay range". As per the dimension exl with lm operator's guide, "if the result is low, analyte values may be depressed below the assay range because the patient sample has very little or no concentration of the analyte, insufficient sample, is falsely depressed because of interfering substances, or there was an instrument system failure. Each laboratory should establish its own protocol for addressing the "below assay" test report message before reporting the result as less than the established clinical reportable range." The ccc specialist informed the customer that the result flagged with "lo assay range" should not be reported. Additionally, the sample should be rerun as instructed in the dimension exl with lm operator's guide. A siemens headquarters support (hsc) specialist reviewed the event data and determined that the assay was performing without issue as the qc and results obtained upon repeat testing were acceptable. The data is consistent with a short sampling which can occur if a sample is removed after level sense for other tests ordered, due to specimen integrity, or inadequate sample volume. The cause for the operator reporting the flagged result was failure to follow instructions. The ccc specialist attributed the cause of the discordant, falsely low human chorionic gonadotropin (hcg) result on one patient sample as a sample specific issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on a patient sample on the dimension exl with lm instrument. The discordant result was flagged with "lo assay range". The discordant result was reported to the physician(s), who questioned the result. A new sample draw was obtained from the patient and both the new sample draw and original sample were repeated on the same dimension exl with lm instrument, resulting higher and matching the confirmed urine pregnancy test. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low hcg result.

Manufacturer narrative:
The initial MDR 2517506-2018-00024 was filed on 25-jan-2018. Corrected information (26-jan-2018): the corrected results were reported to the physician(s). Based upon further clarification received, the corrected human chorionic gonadotropin result of 366 miu/ml was reported to the physician(s).

Event description:
The redraw result was the reported as a correct result to the physician(s).